Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation. As additional information is received; a supplemental report will be submitted.

Event description:
It was reported that, on an unknown date, the device allowed a free flow of an unknown fluid during patient use. It was reported that the stop button was pressed but the fluid continued to flow. There was no report of patient harm as a result of the event.

Manufacturer narrative:
The customer's complaint was confirmed during protocol testing. The event logs did not have error codes related to the unrestricted flow. The probable cause is a damaged mechanism chassis. The mechanism chassis had a crack that was causing the regulator closer/opener assembly to not engage properly. The mechanism chassis was replaced. Additionally, during visual inspection of the device, physical damage was found to the front case, rear case, and peripheral cover. These parts were replaced to correct the problem. The unrestricted flow issue was resolved upon completion of the repairs.